Event description:
The manufacturer sales representative reported that the device disassembled at the user facility, although requested, no information was available regarding patient involvement, adverse consequences, surgical delay or medical intervention.